Event description:
It was reported that (2) devices were used during a laparoscopic nissen fundoplication. It was reported by the affiliate that a continuous tone was omitted throughout the procedure with the lcsc5's. A 45 minute procedure, became a (3) hour operation which resulted in an increased anaesthetic risk, a longer recovery period, increased pain postop and higher cost to the pt. The procedure was completed using electrocautery. 09/14/2000 affiliate sent email. The recovery time was 30 minutes longer in the recovery room and the pt has been discharged from the hosp.